Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented in-clinic for a post-implant follow-up, it was observed that the patient had been experiencing diaphragmatic stimulation. Increased capture threshold and decreased pacing lead impedance were also observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable post-procedure.